Event description:
Dealer advised bearing blew and caused spacer to fall out, dealer advised enduser not to use chair until parts are replaced, no injury, dealer could not provide any further information.